Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. The customer troubleshot with the philips service engineer. The customer was advised to perform a touchscreen calibration and the customer reported that performing a touchscreen calibration addressed the issue.

Event description:
It was reported that the ventilator pressure could not be adjusted. There was no patient involvement. The event date was not specified; estimate used.